Event description:
It was reported that the customer's blood glucose level was over 400 mg/dl. His blood glucose level would not come down from 200 mg/dl. He regularly found bent infusion set cannulas. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.